Manufacturer narrative:
(B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2017, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. Report stated that the stoma site was inflamed and patient received a course of antibiotics in (B)(6) 2017. It was also reported that the external fixation plate glides away easily. Additional information indicated that on (B)(6) 2017, a new antibiotic course had been started for the inflamed stoma site.